Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted for lot# 143156. Review of manufacturing event log showed no issues that may have contributed to any quality issues reported. All process parameters were within specification. All in-process qa inspections showed one non-conformance that has no impact on the quality issue reported. Non-conforming material was sorted for a defect, re-inspected, and found to be acceptable per internal specification. The customer complaint cannot be confirmed. The root cause is unknown. Teleflex will continue to monitor feedback from customers on issues related to not spraying water on water bottle products.

Event description:
The customer alleges that the water could not be pulled out of the bottle so the system was not spraying/mist water. A new unit was obtained without issue.

Manufacturer narrative:
(B)(4). The customer returned an empty water bottle with the 040 humidifier adaptor attached to the water bottle. Also, the trigger was removed from the water bottle. The water bottle had a 1/2 inch crack on the left side panel. Due to the indentation of the crack, it was determined that the crack was caused by an impact. No other issues were found. A functional inspection of the product involved in the complaint could not be performed due to the crack in the water bottle. The complaint could not be confirmed.

Event description:
The customer alleges that the water could not be pulled out of the bottle so the system was not spraying/mist water. A new unit was obtained without issue.